Event description:
It was reported to philips that the system software was locking up. The device was in clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis procedure. The procedure was able to be completed as planned with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment's software was locking. Upon functional testing, the fse found that the issue was occurring continuously. To resolve the issue, the fse performed formatting of hd check and restored the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.